Manufacturer narrative:
Pt info: unk. Date of event: unk. Expiration date unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens (icl), in the patients right eye (od) in (B)(6) 2021. The patient complained of poor vision in low-light conditions due to her very large pupils expanding beyond the optical zone of the visian icl. The lens remained implanted. Additional information has been requested but none has been forthcoming.